Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient stopped charging her ipg due to ineffective stimulation. As such, the system was explanted to address the issues. It is unknown which lead resulted in ineffective stimulation.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: na, batch: 3733736.